Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited diminished sensing and it was discovered that the lead had dislodged. Lead detections were turned off and approximately four days later were turned back on after the lead was repositioned. The lead remains in use. The patient is a participant in the adapt response clinical study. No patient complications have been reported as a result of this event.